Event description:
Literature: ueta t. [Intrathecal baclofen for severe spasticity]. Brain nerve. 2008;60(12):1415-1420. Summary: this study evaluated 40 patients from 2002 - 2008 for use of intrathecal baclofen for the control of spasticity. During screening trial with intrathecal baclofen, patient experienced marked decrease in lower extremity spasticity. Effects were experienced from approximately 2 - 12 hours following lumbar puncture. The effects gradually diminished and disappeared completely between 24 - 36 hours after administration. Some complications were mild decrease in blood pressure and cephalagia - not requiring treatment. After pump implantation, patient experience catheter dislodgement during the long-term continuous administration test. See manufacturer report number: 2182207200901858.